Event description:
On (B)(6) 2011, pt reported she had an incident where she tried to insert the infusion set cannula into her body and the cannula crimped before it went in. Pt stated she noticed it wasn't going in so she got another infusion headset and threw that one away. Pt reported the infusion set cannula was bent in the middle at a 45 degree angle and formed an "l" shape. Pt stated the incident occurred once. Pt reported she first noticed she was having difficulty inserting the infusion set and the noticed the cannula was bent. Pt stated she removed it and discarded it. Pt reported she didn't notice any leaks of insulin. Pt inserts the infusion sets manually. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.